Event description:
It was reported that right side stimulator was "completely quit" that the right side "won't work". The adaptive stimulator would not adjust or switch and the stimulation was too high when patient lay down. The problems started about four weeks prior to the date of this report. Everything was going fine until (B)(6) 2012. There were no known accident or incident related to the event. Patient experienced symptoms on the right low back of the body. Impedance was check on (B)(6) 2012 and everything was normal. The representative did troubleshooting by isolating the right lead and ran multiple programs on multiple locations along the lead. Reprogramming was done but couldn't program the right side. It was determined that 0-7 was the lead for right side and 8-15 for the left side. There was only left central stimulation and patient could only feel midline axial stimulation at tailbone, and it would not cross over. The right lead was programmed as follows: bipole configuration at top, then middle, and then bottom. The representative also tried to span the full length of the lead width and also a guarded cathode in the center of the lead. Patient was not getting any stimulation to the right side no matter what the representative did. The position of the lead was exactly where the health care professional (hcp) placed the lead at implant. Nothing had migrated. Patient believed that something was wrong with the device and the two leads were in the "same bores" or that the "two bores are touching each other". X-rays was done and the results looked perfect. It was noted that both leads were working, but the right most lead provided left side stimulation. Physician suggested that patient need a revision (surgical lead implant). Another impedance reading was done on (B)(6) 2012. It was read 1200-1700 ohms range for isolated electrodes in pairs in (B)(6) group and c group programmed at 3.5v/rate 40/pw 300; 908-1578 ohms range for group (B)(6); 606-1377 ohms range for group (B)(6). There was only stimulation on the left side and some central back. Patient suspected implantable neurostimulator issue and programmer issue. He underwent full system diagnostic via programmer (8840). Everything appeared within specification. Patient status was noted as alive with no injury or adverse event.

Event description:
Additional information received reported two months after implant, the device was "tore up where it didn't work". It was unclear exactly what "tore up" meant. It was reported that the device stopped working on the right side, but the left side worked. It was noted that x-rays were done. It was stated that the patient wanted a new doctor to remove the leads and re-do the implant because of issues with the current health care provider. Further information has been requested, however, none was available at the time of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there had been no intervention. Adaptive stimulation was working after reprogramming. It was noted that the patient used to have lumbar and bilateral lower back stimulation, but now only had some midline and one sided lower back stimulation. It was reported that radiographically the leads looked to be in perfect position, but there was a discrepancy in the anatomic midline versus the patient's physiologic midline.